Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set cannula was bent and insulin did not deliver. Customer reported that insulin pump did not alarm for no delivery. Customer treated high blood glucose with bolus delivery. Customer also reported that sensor was not adhering due to sweat as weather was hot. Customer's blood glucose was 380 mg/dl. Troubleshooting was performed and customer was advised that infusion set and sensor would be replaced.